Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported that prior to the start of the case that when the surgical technician opened the bone pin package, the two packs slid out of the package. It was noticed that the seal on the side of the package was completely opened.

Manufacturer narrative:
Based on the results of investigation. Reported event: when scrub went to open the pins the two packs slid out the side of the package before the seal completely opened. I took a picture of the package and put an x on the area where the pins came out the side. Pn144140, lot#w43201. Device evaluation and results: visual inspection of the returned part showed a failure of the side pouch seem consistent with the photos provided in pi 1077110. The seam that was part of the original complaint was not produced at (B)(6) per (B)(4): sterile instrument packaging configuration . The seam was produced at (B)(6) who is the supplier of the pouches to (B)(4). The pouch was sent for peel testing of the remaining seams. Results are included in attachment 3. The results show that the mean value of the peel strength for the three sides produced by (B)(4) (pouch vendor) to be above the 1lbf minimum peel strength prior to sterilization. While the mean for these sides is slightly below the pre-sterile pouch strength, it is data provided on a sterilized pouch that has been opened and shipped and handled outside of the normal handling of the sterile product since it is involved in this complaint investigation and is not a cause for concern. Device history review: the sterile packaging DHR from the sterile packaging vendor ((B)(4) medical outsourcing) was reviewed, which includes the DHR from the non-sterile parts. Per attachment 1, (B)(4) devices were packaged, sterilized and released from (B)(4) for lot number w43201 on (B)(6) 2015. Additionally, the DHR for the sterile pouch used in the investigation lot (116007) was also reviewed and included in attachment 2. Complaint history review: a review of complaints in trackwise and catsweb related to p/n 144140, lot number w43201 shows no additional complaint related to the failure in this investigation. Tracking of complaints related to the packaging of part number 144140 will be tracked through quarterly trend request #(B)(4). Conclusions: the investigation into the packaging of this lot of parts shows that all pouches and pouch seals used within the lot were within specification at the time of manufacture. There was no indication in the manufacturing or final inspection of the (B)(4) pc lot of pouches that indicate a seam below the 1lbf minimum requirement. All test machines were within calibration at the time of manufacture. Additionally, the part involved in the investigation was tested and showed a seal strength average above the 1lbf minimum (which is a requirement prior to sterilization). While the minimum was slightly under the requirement, this pouch has been sterilized, opened, folded, shipped, and handled outside the normal shipping and handling environment for a sterile pouch and does not indicate that the pouch was out of specification at the time of delivery to (B)(4). It was determined through a review of the dhrs for both the lot of pouches and the lot of bone pins that this pouch seal is created at the manufacturer for the pouches. This indicates that a failed seal on the side of this pouch would had to have been produced, shipped, stocked at millstone, selected for packaging this lot of bone pins, go through the process of labeling the pouch, insertion of the bone pins, final sealing of the pouch, bulk packaging of the pouches, sterilization, shipment, and finally stocking at the hospital prior to entering the or without the broken seal being detected. It is possible that the bone pin package was within specification and the scrub tech allowed the bone pins to inadvertently slip out of the package while opening them during the case as the devices were within specification according to the DHR documentation included in attachments 1, 2, and 4. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It was reported that prior to the start of the case that when the surgical technician opened the bone pin package, the two packs slid out of the package. It was noticed that the seal on the side of the package was completely opened.